Manufacturer narrative:
Updated fields: b4, d8, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. After onsite inspection, machine was verified to not boot up. The fse replaced the main board to resolve the issue. Performed calibration, functional, and safety tests. Pumped on test balloon overnight. Returned for clinical use.

Event description:
It was reported that a cs300 intra-aortic balloon pump (iabp) unexpectedly shut off during use on the patient. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.